Manufacturer narrative:
Follow-up #1 date of submission 10/19/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, a review of the pump black box data showed a call service (064) alarm. The pump successfully passed the rewind, load, and prime steps during testing. The pump was exercised for 24 hours with no alarms. Unrelated to the complaint, the battery compartment was cracked. Evidence of moisture corrosion was observed in the battery compartment. The pump failed a leak test at the battery compartment. The pump cover was opened and moisture damage was found on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump was emitting call service 064 alarms. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.